Event description:
The customer reported that the system was arcing causing the image to go completely gray. The system required a reboot to regain functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A filament and generator calibration was performed. The system was then found to be operating as intended.